Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture. Technical services (ts) was contacted, and ts confirmed apparent loss of capture. The device and leads remain in service. No adverse patient effects were reported.